Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient called back stating they had just called in and requested for doctor listings and didn't get them. Ran doctor listings and email patient the list. The patient said that the doctor who put the interstim in had since retired. The three doctors at the clinic where they had gone don't do the interstim device. Patient switched to a different doctor who was not working and will maybe come back in (B)(6). The patient was in a car accident and the lead came out and the therapy doesn't work. The accident happened on (B)(6) 2024.